Event description:
A malfunction was reported with the display showing code malf 12. The customer attempted to reset the device themselves, resulting in the device not turning back on and flashing red lights. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. No additional information was received regarding the outcome of the event.